Event description:
The hcp reported the indura catheter was disconnected. The white connector was broken. 12.5 inches of the catheter was explanted and returned to the MFR for analysis. The other 16 inches remains implanted. A follow up report will be sent when additional info is received.